Event description:
The customer reported a blackout of the image occurred during reprocessing of the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the device was displaying a b30 error code (scope communication error). This report is being submitted for the malfunction found during evaluation (b30 error code).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely a b30 error code was caused by humidity/moisture invasion inside the device which resulted in failure of the ccd (charge coupled device), continuity failure, or short circuit of the scope connector internal board. It is likely a failure occurred due to the following handling: accidentally applied a load that opens the vent valve while the device is submerged. A foreign object such as a fragment of a cleaning tool was caught in the valve of the vent metal and did not close. Damaged/insufficient connection of the water leak detection tube when using the washer, damage to the packing of the washer/water leak detection tube, etc. Caused water to enter the tube and enter the scope connector when the water leak was detected. The device with the sterile cap attached has been immersed in reprocessing liquid. The leak tester connector cap is attached to the wet vent cap. The leak tester was attached or detached while the device was underwater. However, a definitive root cause could not be determined. The device's reprocessing manual provides following warning, which may help to prevent the issue: ¿1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿. During inspection and testing, the reported issue (blackout of image) was not confirmed or duplicated. In addition, service found there was liquid invasion inside the probe u. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that failure of charge-coupled device (ccd) unit and/or conduction failure/short of scope connector internal circuit board occurred due to moisture or water which invaded the subject device during reprocessing. Olympus will continue to monitor field performance for this device.